Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the surgeon used the stapler once and handed the unit off. When it was reloaded and returned to him, he noticed parts of the stapler on the sterile field and on the drapes. The surgeon was unable to determine how many pieces of the stapler might be missing. An x-ray was ordered and nothing was observed on the x-ray. A new unit was opened and used without incident. There was no unanticipated tissue loss. There was no tissue damage. There was no unanticipated blood loss of 500cc or more. The incision was not extended by more than one inch. Surgery time was delayed by more than 30 minutes to perform the x-ray. No reinforcement material was used.